Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, a longevity anomaly on the device was noted. Premature depletion is suspected. The device remains implanted. The patient was stable with no adverse consequences.